Event description:
The customer states that allegedly the motor control board and footboard connector failed. There was no pt involvement reported and it was unknown whether there was any adverse consequences.

Manufacturer narrative:
Results - motor control board.